Event description:
Boston scientific received information that this recently implanted transvenous right ventricular (rv) lead was exhibiting increased pacing thresholds of 4.5 v, and a drop in r-wave sensing from 25 mv to 9 mv. Lead impedance measurements remain within normal range. The possibility of an rv lead dislodgement was discussed. No adverse patient effects have been reported as a result of these observations. A revision procedure is planned, and available information suggests that the physician will try to reposition this rv lead.

Event description:
--

Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Manufacturer narrative:
Additional information indicates that the increase in rv pacing thresholds did lead to some rv loss of capture (loc). Subsequently, a lead revision was performed, during which this rv lead was successfully repositioned without any adverse patient effects resulting. The possibility of an rv lead microdislodgement or a change in patient condition was discussed. Available information suggests that this rv lead remains in service at this time. This event will be updated if any additional information becomes available.